Event description:
As reported through the (B)(4) clinical study, one day post successful transaortic valve replacement (tavr), the patient experienced a brief episode of new onset afib/flutter. The patient was discharged home on amiodarone. The primary investigator described the device's relationship to the event as possible, the procedure's relationship as definite, and the severity as mild. The valve remains implanted at this time.

Manufacturer narrative:
The sapien valve was deployed transapically in the correct position within the patient's native aortic valve, with timi grade 3 flow to the coronary arteries and moderate paravalvular leak post procedure. No procedural or device complications were reported during the procedure, and the valve remains implanted in the correct position. The device history record review of the effected sapien valve shows the device met specifications prior to distribution. The device is not available for analysis as it remains implanted in the patient. Per the instructions for use, arrhythmias are a potential risk associated with aortic valve replacement and bioprosthetic heart valves. Atrial fibrillation is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of their disease at some point in the post-operative period. Although a well-recognized complication of heart surgery, it is typically not related to the device, but to the procedure or patient co-morbidities (e.g. Htn, mi, cad, abnormal heart valves, metabolic imbalance, previous heart surgery, lung diseases, surgery or other illnesses). The root cause for the reported atrial fibrillation in this case cannot be confirmed, however, in addition to the procedure itself, the patient's underlying co-morbidities may have contributed to the event. Since there is no allegation of device dysfunction, misuse or mislabeling, no further investigational actions will be performed in relation to this event.